Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a device inspection, it was reported than an e103 lamp error occurred on the elite xenon light source, even when the lamp was replaced. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2, h6 - medical device problem code is being corrected to "3005 - output problem". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, a lamp did not light was found during the device evaluation. Based on the results of the investigation, the cause of the suggested events was likely occurred due to a defective power supply unit. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during maintenance.